Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 30-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the medication orders were greyed out when they tried to retrieve medications. A technical support specialist dialed into health sight viewer (hsv), identified that a drawer had failed due to user action, contacted the user, and advised them to recover the failed storage space. The specialist then confirmed that the medications were no longer greyed out and that the user was able to retrieve them, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es med orders were greyed out, when trying to retrieve meds. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.